Manufacturer narrative:
Calibration was last performed on 31-dec-2024 with acceptable results. The customer stated qc was acceptable. No issues were identified on the alarm trace. The field service engineer ran qc using fresh multiqual qc material which resolved the issue. He ran precision, calibration, qc, and correlations. The results were within the expected ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c 501 analyzer. The initial result was 122 mmol/l. The first repeat result was 138 mmol/l. The second repeat result was 122 mmol/l with a data flag and was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The calibration results were within specifications. The customer stated the qc results were within specifications. The alarm trace did not indicate any issues. The field service engineer was not able to determine a cause. He replaced the slider on the sample probe and ran ise checks, precision, calibrations, qc, and correlations for verification. All results were within the expected ranges. The investigation was not able to determine a specific case. The issue appeared to be resolved after the service actions.